Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was successfully used, however, during the procedure it looked like there was a little separation between the radiopaque area and the guidewire marker. When the physician removed the device he observed what he thought might be a separation but it was confirmed there was no separation from the guide wire. The distal marker [solder joint] was noted to have been displaced from the coating. The procedure was finished with the same device without problems but the physician was concerned the marker [solder joint] could be loose and become detached. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.